Event description:
It was reported that the pump quick bolus/wake button is difficult to press and/or requires multiple presses to turn on pump screen caller declined to provide information on any impact to blood glucose levels from this issue. A replacement pump was sent.